Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the specific procedures were not provided the specific device used during said procedures could not be determined. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following pulse field ablation (pfa) procedures using a farawave pfa catheter there were 4 patients who had pericarditis. The issue was identified during follow ups. At least one of the patients was given colchicine. The catheters were disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.